Event description:
It was reported that the customer had programmed an easy bolus and the insulin pump delivered more insulin that what it was programmed. The customer stated that during may 2012, it happened about ten times. It was stated that the customer will visit a doctor and will have her insulin pump download. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.